Event description:
The customer reported that the unit is not working on battery and shut down while on patient. There was no patient harm reported. The manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v/power fail condition. The service tech replaced the back-up battery to complete the service for the reported problem. Applicable final testing was completed and test passed to operating specifications.